Event description:
Possible high lv threshold on (B)(6) 2022. High a. Threshold on (B)(6) 2022. Atrial undersensing noted; sensitivity is already o.15mv; hcp to discuss options with md (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).